Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 1 device received. 11 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by compromised lubrication. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 12 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation. 8 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 2 devices were not available for evaluation.